Event description:
Dr informed the sales representative that 4-10 incidents had occurred during the pressure testing of the circuit prior to the beginning of a case during the past 3 days, where the circuit was found to be defective at or near the connection point to the cuffs at both the "wye" piece and where the cuffs attach to the circuit at the "b/v" filter on distal end of the expandable circuit. In most instances the defect is not apparent until the hose is expanded.